Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that they have unexplained high blood glucose and is unsure if the insulin pump can provide insulin when high. The customer indicated that their blood glucose level was 500 mg/dl at the time of incident. Customer indicated that she would need to call back to troubleshoot.